Event description:
The customer reported that the pacing function was not working. There was no report of pt involvement.

Manufacturer narrative:
H.3. And h.6. - the factory has not yet received the device for evaluation and this complaint is still under investigation.